Event description:
Caller reported false negative hcg results. Patient 2: urine test at 1115, bhcg test at 1140, confirmed pregnancy, did not use first morning urine sample. Miscarriage at 6/40. Pt fit and well on discharge.

Manufacturer narrative:
Investigation pending.